Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a myosure procedure that the physician was working on removing fibroids using the myosure xl with the fluent. The physician used the first device and felt that the blade has become dull from pathology and chose to open a second myosure xl device to continue. While operating with the second device, the physician pulled the device back in the scope to visualize the cavity and thought there was a perforation. To confirm, the physician removed the scope and device from the cavity and went back in with just the scope. When putting the scope back into the cavity, the deficit value jumped significantly. The physician decided to end the procedure at that point. After collecting back all fluid, the final deficit was roughly 2075. The physician decided to look laparoscopically to confirm perforation. No other information is available.